Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot not be confirmed. A review of the manufacturing records and device history record (DHR) were performed, which indicated that the product was manufactured and released according to specifications. The directions for use (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zcb00, was performed on the eye of a male patient because the lens became dislocated due to a capsule tear. A za9003 lens was then implanted in the sulcus. However, the trailing haptic was crimped so it did not center well. Therefore, this lens was cut in half and removed during the same procedure. A vitrectomy was performed but no incision enlargement. There was no injury, but extra time in the operating room, which caused additional corneal edema. A replacement lens from another manufacturer was used and was placed successfully. The patient is doing well and is seeing 20/20. No additional information was provided. There will be two separate mdrs filed for this patient. This MDR is for the replacement lens, model za9003, serial number (B)(4).